Event description:
Sanofi ref #: (B)(4). Cat: unknown lot: unknown "¿ needle blocked ¿ needle(s) bent " date sanofi received complaint: 18.03.2024. Date sanofi received the sample: 17.04.2024. Pir: (B)(4).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula pe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.